Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided info. Add'l devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a computed tomography scan identified aneurysm growth from 5.1 x 4.8 cm to 7.1 x 6.5 cm with an undetermined endoleak. It was reported the cause of the endoleak is unk, and it is unk which device was associated with the endoleak. No further adverse events were reported.